Event description:
The customer reported that the sys failed during a cardio pci procedure: "there was no fluoroscopy and exposure available". "After sys restarts the message appeared: fluoroscopy apr not accepted".

Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.